Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, seroma, and cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma, and cellulitis.

Event description:
Plaintiff representative reported "plaintiff has suffered from asymmetry, capsular contracture, rupture, fatigue, pain, swelling of both sides, seroma, cellulitis, and a hematoma. Plaintiff also continues to suffer from mental stress, anxiety, worry, humiliation, fear. Concern and other personal and financial hardship due to the continuous fear of developing bia-alcl. This record is for the right side. The device has been explanted and replaced.